Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: issue description pump alarm air in line.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: issue description pump alarm air in line.

Manufacturer narrative:
H6: investigation summary: one sample (model #2426-0007) was returned by the customer. It was reported by the customer that the "pump alarm air in line". The set was examined for defects and abnormalities. The set was returned with no drip chamber and was cut below the second smartsite. Since the set was received incomplete, the set was unable to be primed and an infusion could not be performed. Therefore, the set could not be tested for air in line. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2426-0007 lot number 22045739 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 21apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.